Event description:
The crew had a trauma pt that they were transporting to the hosp. The pt was connected to the monitor using a four lead cable. The pt went into asystole on the monitor screen. The pt was evaluated and found to still have a pulse, the cable connections were checked and found to be in place. The crew applied the fast patches and then the same rhythm appeared. The pt was taken the rest of the way in using fast patches only. This failure had no effect on pt care.